Event description:
It was reported the pt was using a walker prior to the trial procedure. It was reported the pt experienced right leg weakness 90 minutes following a lead placement surgery for a trial procedure. The pt was hospitalized and underwent physical therapy. An MRI revealed some narrowing in the spinal canal at t11. Follow-up revealed the pt was released to home and the pt's original pain will be addressed with a neurological procedure. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.